Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
Patient has called to the ward, has been discharged, then went to drain and the tip of the pleurx has snapped, therefore needs replacement urgently. Additional information received 27aug2019, the customer reported, thank you very much for your help with the pleur-x valve kit. I have replaced this on the patient today and he tolerated it very well. I have saved the sample for you for this to be examined as to why it has broken. This is his second replacement and has had the ipc since 2016. There is no problem with the catheter itself as I managed to use the access kit and was able to aspirate air very easily. He had the fluid drained already today by the nurses, so did not open another bottle. Additional information received 04sept2019, the customer reported, it was the access tip of the valve and not the catheter. Additional information received 09sept2019, the customer reported the catheter was pleural access.